Manufacturer narrative:
The insulin pump functioned properly during the unexpected restart error test and the self test with no error alarms noted. An alarm for a displayable history error was noted in the insulin pump file due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that the patient multiple error codes on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.